Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse attempted to activate the compressor which did not work, removed the side panels, and noted everything was covered in detergent. It appeared to be from an old leak as all the detergent was rock hard and very difficult to remove even with a screw driver as a scraper. The fse run detergent pump, inspected the entire line to find the leak and at no point, joint, tube, binder or pump found any detergent leak. The fse tested the load end of the power connector and was getting 88 volts when testing with an electrical tester. When cleaning up the machine fse found the issue with the compressor. It was noted, one of the leads was submerged in the detergent and wire nut holding the wires together was corroded and fell apart which was why the compressor was not getting power. The wire nut was replaced and was able to turn it on with a software tool. The subject device was cleaned, and the yellow connector was replaced. Subsequently, a complete cycle was run, and no leak was observed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the endoscope reprocessor exhibited error e21 indicating that air was not flushed through the scope channels on the device, and the yellow connector in the basin was missing a part. The customer confirmed, none of the scopes that were reprocessed with the reprocessor in this event were used on a patient. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures complaint on an unknown scope that was potentially incorrectly reprocessed with the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the facility. The fse replaced with damaged connector and verified the equipment according to original equipment manufacturer's instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: " accumulated stress over time which caused the connector to get loose unintentional impact to the connector with something hard.". Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿. Olympus will continue to monitor field performance for this device.